Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they having issue with the display screen. The customer blood glucose level was 95 mg/dl at the time of incident and the current blood glucose level was 107mg/dl. Customer stated when they going into bolus wizard there was a dark splotch in the upper right had corner of screen. Customer run self test and everything came out ok. Customer states the insulin pump was neither dropped nor bumped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump powered up properly after battery installation. The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Entered the bolus wizard menu, verified the display is normal, the "sploch" on the display is the display icon for the bolus wizard function. No unexpected display anomaly however it is an intended pump programmed icon. No missing segments. Partial display, or additional display anomalies noted during testing.